Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that only the stent of this device was returned. The stent was damaged along it's entire length. The outer diameter (od) of the stent damage was approximately 3.63mm. The length of the stent was 60mm. There was human tissue observed at a number of points along the length of the stent. One section of the stent is wrapped around a flextome device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is user / use error. The dfu states that the taxus liberte device is indicated for treatment in native coronary arteries. However, this device was used in the anterior tibial artery. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01711. It was reported that during a peripheral transluminal angioplasty procedure a stent explantation occurred. A 3.0x32mm taxus liberte stent was previously placed in the peroneal trunk to the ata (anterior tibial artery) in (B)(6) 2011. Two other taxus liberte stents were placed in a t-shape on an unknown date. A 6f 90cm introducer sheath was advanced into the popliteal artery. The target lesion was 90% stenosed and located in the moderately tortuous anterior tibial artery. A guide wire was advanced distal to the ata. The 2.5mmx1.5cm spcb flextome cutting balloon was advanced and inflated several times. The physician attempted to withdraw the device; however, the balloon was stuck on the 3.0x32mm taxus liberte stent at the ostium of the ata and peroneal trunk. The physician attempted to inflate the balloon and the balloon ruptured. The device was able to be removed, but the 3.0x32mm taxus liberte stent was also removed. Angiography confirmed no damage where the balloon rupture and stent removal occurred. No portion of the device remained in the patient's body. No further patient complications occurred. The patient's condition was reported as good.

Event description:
Same case as MFR report #: 2134265-2011-01711. It was reported that during a peripheral transluminal angioplasty procedure a stent explantation occurred. A 3.0x32mm taxus liberte stent was previously placed in the peroneal trunk to the ata (anterior tibial artery) in (B)(6) 2011. Two other taxus liberte stents were placed in a t-shape on an unknown date. A 6f 90cm introducer sheath was advanced into the popliteal artery. The target lesion was 90% stenosed and located in the moderately tortuous anterior tibial artery. A guide wire was advanced distal to the ata. The 2.5mmx1.5cm spcb flextome cutting balloon was advanced and inflated several times. The physician attempted to withdraw the device however, the balloon was stuck on the 3.0x32mm taxus liberte stent at the ostium of the ata and peroneal trunk. The physician attempted to inflate the balloon and the balloon ruptured. The device was able to be removed, but the 3.0x32mm taxus liberte stent was also removed. Angiography confirmed no damage where the balloon rupture and stent removal occurred. No portion of the device remained in the patient's body. No further patient complications occurred. The patient's condition was reported as good.